Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Event description:
With regards to this, please confirm if the first surgery was reported and also if the distal femoral replacements were ours, if so, how many? Which they responded with: ¿yes, it was reported. 3 sigma fb implants were removed and replaced by depuy distal femoral implants as indicated in the der from.¿

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at some point this patient underwent a sigma fixed bearing total knee performed by dr. (B)(6) she unfortunately fell and has several subsequent distal femoral repairs. Today she is being revised to a lps distal femoral construct. Doi: unknown, dor: (B)(6) 2021, left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.